Event description:
It was reported that during the implant attempt, the physician saw blood underneath the insulation. The physician commented that the insulation may have been breached by the instruments used in the procedure. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.